Event description:
It was reported that the patient presented in the emergency room on (B)(6) 2025 with bilateral infected knees from an acute infection in the patients blood. On (B)(6) 2025, an I&d and insert exchange took place for the left knee for hematomas, and possible infection (not confirmed at that time), this is captured in a separate complaint. At the same time, on (B)(6) 2025, an I&d and insert exchange took place for the hinged right knee for hematomas, and possible infection (not confirmed at that time). Captured in a separate complaint. A second I&d and insert exchange of the left knee then took place on (B)(6) 2025, captured in a separate complaint, and an I&d and hinged insert exchange of the right knee occurred at the same time on (B)(6) 2025. Finally, on (B)(6) 2025, all components were revised for both the left and right knees, with reimplantation of revision components (single stage revisions for both knees), captured in additional complaints. The sales representative emphasized again that in his discussions with the surgeon, the patient had acquired an unusual blood infection that immediately settled into both shoulder joints (no joint implants) and both knees. This event occurred occurred a year and a half after the last revision surgery, and there is no indication suggesting it was a result of the existing joint implants. It cultured out to be a strep infection that is sensitive to penicillin, but has proven to be fairly stubborn to eradicate, therefore requiring the multiple I&ds and ultimate complete revisions. This report is related to (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H3, h6: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. No device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.